Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the clinic with shortness of breath and palpitations. Upon interrogation, the pulse generator exhibited backup vvi operation. The device restoration was performed successfully. The patient would continue to be monitored during the follow ups.